Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant of the right ventricular (rv) lead was unsuccessful because the lead tip was "drooping" in the heart chamber. Multiple positioning attempts took place with no success. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.